Manufacturer narrative:
(B)(4). The reported complaint of "alarm system malfunction" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported " the alarm "system malfunction" appeared in the process of use, and after checking, the motor could not be started, and there was a strange sound of the motor being stuck, so it was judged that there was a problem with the motor and it could not be used". To continue therapy, the pump console was switched no patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " the alarm "system malfunction" appeared in the process of use, and after checking, the motor could not be started, and there was a strange sound of the motor being stuck, so it was judged that there was a problem with the motor and it could not be used". To continue therapy, the pump console was switched no patient harm or injury reported. The patient's current condition is reported as "fine".